Event description:
After t2ph nail surgery, screw backout was confirmed. Revision surgery was performed. This case was presented at the meeting of (B)(4) society for fracture repair on (B)(6) 2014. It is the 3rd case of three cases.

Manufacturer narrative:
Investigation of the devices could not be carried out as the devices were not available. The event was not confirmed. A review of the DHR could not be performed due to lack of information. The customer confirmed that the requested further information will not be provided. With respect to the investigation results and information available the real cause of the event (screw back out) could not be determined but might be contributed by the patient¿s condition (poor bone quality can be expected associated with phn treatment). Potential reasons for screw back out are various: ¿ the nylon bushing will further improve the holding strength of the screws and helps avoid screw back out and also stop screw toggle. If the proximal locking holes have no nylon bushing the screws has no resistance again back out if the nylon bushing is damaged a full function is not given ¿ if the screws are not seated on the bone surface the stability and fixation of the screw is not fully given. Refer to the op-technique excerpts about the screwdriver groove as implantation help if the surgeon used too long screws the screw head can not connected with the bone surface. If the tissue sleeve is too far away from the bone surface, the surgeon has a gap between the bone surface and the screw head when the screwdriver groove reaches the tissue protection sleeve end. If the surgeon do not use the visualisation tools during the surgery a wrong placed screw can not detected. ¿ if the proximal nail holes have no threading there is no fixation of the screws. ¿ if the wrong drill was used during surgery the thread and the nylon bushing will be damaged. The op-technique refers that a 3.5mm drill should be used for the hole drilling. If the user takes a 5mm drill the cutting edges damage the thread of the hole and the nylon bushing. The result is a lower fixation of the locking screws and could be end in screw moving. ¿ drilling without drill guiding sleeve. ¿ using blunt or damaged drill. ¿ high forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. A real root cause with these evidences could not be determined. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place. Device will not be returned.